Manufacturer narrative:
(B)(4) follow up for device evaluation. Moisture was reported in syringes. To support the investigation, three samples in opened blister packaging were received and evaluated by the quality team. Visual inspection identified silicone lubricant at the bottom of the syringe barrel, which is expected and acceptable. The medical grade silicone is intentionally applied to the inner barrel wall and rubber stopper to facilitate smooth plunger movement. A device history record review for material number 309653, lot 5142418, identified no nonconformances during the manufacturing of this lot. No related quality notifications were found, and all processes and final inspections met specification requirements. Based on the investigation and analysis of the returned samples, the customers reported condition was confirmed, however, the observation corresponds to the products silicone lubrication and is considered acceptable.

Event description:
It is reported foreign matter. Description: we have recently discovered moisture in several of our 50 ml luer-lock syringes that are stored in our supply room in their original packaging and not exposed to any moisture.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.